Event description:
An olympus representative reported to olympus on behalf of the customer that the whole ceramic tip chip of the inner sheath, for 26 fr. Outer sheath fell inside the patient during an unspecified procedure. The piece that broke was reportedly not found. The procedure was completed. The issue was noted upon returning the instrument from the operating room. The instrument was processed according to the manufacturer's instructions for use and every instrument was held in place by silicone brackets. Additional information has been requested regarding this event.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. Related importer report: report ID: 2429304-2023-00100.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the likely cause(s) of the reported event are follows: 1. Thermo-mechanical fatigue 2. Wear and tear 3. Improper handling (impact, shock) the event can be detected/prevented by following the instructions for use (IFU) which state: ¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches¿ ¿ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿ ¿warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged." "Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.